Event description:
The following was reported to hamilton medical ag: the ventilator was on a patient. It shut down when it was ventilating. They did replace the ventilator. No harm to the patient.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).